Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 06-jun-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that stimulator no longer works. Patient states the stim became erratic a while ago last year, and noticed what was happening the contact between lead and placement of touching lead outside of skin was erratic. Patient states he would turn on unit and nothing happen and place hand by back and twist would make contact where he felt something. Patient thought unit was off at one point and twisted body and got full force zap because set at 6. Basically went from 0 to 6 and off and on etc. Patient is thinking leads no longer are connected. The device has been turned off completely and off ever since and cannot use it. Left side so bad and unit not working. Patient stated it has been a little over year ago. Patient states one issue was the right side paddle stopped working 3-4 years ago but that didn't matter but the left side went away as well. The device has been off for 1.5 years. Patient stated his new back issues have been going on quite a while. 3 years now. Right side now opposite side where surgery of ins is. No further complications were reported/anticipated.